Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator, implanted: 2006 (B)(6). (B)(4)

Event description:
It was reported that there was an alert triggered due to the right ventricular (rv) lead having a rise in impedance, undersensing of r-waves, and a lead fracture. The rv lead was capped due to a clot formation and replaced. No patient complications have been reported as a result of this event.